Event description:
It was reported that the ventilator was not delivering a breath prior to placing the ventilator on a patient. It is unknown if the ventilator alarmed when the reported problem occurred. The patient was placed on another ventilator. No reported harm to the patient.